Event description:
Pt was taken to o.r. For a placement of a tracheostomy tube. After insertion, the cuff was inflated but it became quickly apparent that the cuff was not retaining air and was deflated. Trach-tube removed and new one placed immediately. No harm to pt upon careful exam of the trach, inside the inner lumen, a notch can be seen with a pin hole at its base. Air bubbles leak from here when submerged in h20 with air inflated cuff. Box was discarded before reported to mgmt.